Event description:
Update from the physician was received that a low impedance warning sign was seen during interrogation. In addition, no trauma or manipulation to the site was noted.

Event description:
Update was received that the patient was seen again and lead impedance was observed within normal limits. No other relevant information has been received to date.

Event description:
It was reported that a low impedance was observed for the patient. The patient was referred to their surgeon. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
This report was due on november 24th, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 20, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.